Event description:
Zoll customer support contacted a (B)(6) pt, for an unrelated issue, and while on the call, the pt reported that his response buttons were not functional. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is currently underway. The reported problem (will not power up) is being investigated. Upon receipt the monitor's rear response button was non-functional. A root cause investigation is currently underway. A supplement report will be sent upon completion of the investigation. No adverse event resulted from the defective response button. The pt was issued a replacement monitor.